Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03006; 1627487-2019-03007. It was reported that the patient's system could not enter into MRI mode due to low impedances and a possible lead pullout. Revision was planned to reposition the leads and replace the battery. The revision occurred as planned, and the issue was resolved.